Event description:
It was reported that the patient experienced chronic pain, discomfort and a burning sensation at the pacemaker implant site. They also experienced itching, swelling, rash and dermatitis. The pacemaker pocket was revised three months post-implant but the patient continues to exhibit the same symptoms. Testing confirmed the patient is allergic to various device components and the allergist suggested that part of the components were the right ventricular (rv) and right atrial (ra) leads themselves. Coating the pacemaker with parylene was discussed as an option but the device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.